Event description:
On 23/jul/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pd catheter (not a fresenius product) infection and possible peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 9500 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient complained of continued abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (suspected catheter infection, removed before confirmation could be made), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). On (B)(6) 2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic will be completed and administered intravenously during hd therapy. The patient is recovering and tolerated the transition to hd well. The pdrn attributed causality to an unspecified touch contamination event, as the patient admits to occasionally not washing his hands during initiation and/or termination of ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024 without reported issue.